Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Customer's reading ranged from 176 to 403 mg/dl. Customer already changed their entire set. Customer treated with the insulin pump. Customer performed troubleshooting and did not find any issues. Customer was to monitor her levels and call back if problems persisted. Nothing was replaced or returned.